Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received intermittent button response noted due to corroded keypad traces. No button error alarm noted. There was corrosion on the lcd board noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was 172 mg/dl at the time of the call. The customer stated the insulin pump was exposed to water and there is moisture under the lcd screen now. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.